Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had several issues as follows:high sensitivity to upstream and downstream occlusion; frequent air in line alarm, often without presence of air when opening pump door; report of the pump mechanism tending to 'create bubbles' with some product leading to frequent air in line (ail) alarms; frequent battery alarms, some of those alarms have caused interruption in treatment; problems with spectrum iq alternating current (ac) connectors used with pryor carrier power bar, loose plug causing disconnection and pump not charging; 6) pump has no indicator of partial occlusion or resistance, this likely contribute to poor flow accuracy. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.